Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide do not take insulin doses too close together, often referred to as stacking insulin. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose." H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Reportedly, customer initiated and delivered multiple boluses which subsequently decreased their bg level. Customer was transported to the emergency room (ER) via paramedics. Customer was administered "frost" and an unspecified injection by paramedics. Customer was treated with intravenous fluids of saline in the ER. Customer was discharged later the same day with the issue resolved and no permanent damage. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. Recommendation was made to consult with healthcare provider regarding diabetes management.